Event description:
Caller reported that a malfunction occurred on the pump, identified by a malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset information by technical support and assisted in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue happens again.